Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was able to charge their ins to 100% and then when the ins battery got to 80%, the pt's stimulation turned off. Caller said they were seeing the no device found screen when trying to get pt's stimulation to come on, however, on the call pt was able to connect to start recharging with excellent charging quality (controller 100%, ins 80%) and then pt saw settings not available. Caller said pt had been seeing that screen since their stimulation turned off yesterday and said the pt had been in pain. Caller said they tried taking the battery out of the controller and that did not resolve their issue (they said taking the battery out of the controller had fixed issues previously; patient services specialist (pss) unable to locate previous cases). Pt was in group a therefore, pss had caller switch to group b. Pt was able to feel stimulation in group b. Pss reviewed that pt can switch between groups and reviewed to follow up with healthcare professional (hcp)/rep for further assistance with programming. Pt got settings not available. Impedance are on electrodes 1,5,8,12, and they were orange. Moved targets to just above the one that was programmed to program around electrodes that were orange. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-06-13 patltr (con) patient reported weight at time of event was 130.